Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on mar 03, 2010, for investigation. Visual inspection revealed that the tissue welder was received in the cannula. Half of each jaw boot was detached, the heater was detached from the tip and was bent, and the jaws would not close. Also, the metal casing at the jaws separated when they were toggled. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated when plugged in. The jaws overheated and started melting. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.